Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023. Block d6b: august 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7072251/7073008. Product family: scs-lead fixation upn: m365sc2218500 model: sc-4318 batch: 24748145

Event description:
It was reported that the patients spinal cord stimulator (scs) system was explanted due to an unknown reason during a non-device related back surgery. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.